Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent, deformed, and stretched out. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -08.00/+0.5/079 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The lens was replaced during the same surgery with a shorter lens and the problem was resolved. Cause of the event was unknown.